Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. A visual inspection of the o2 valve did not show any signs of physical damage. After installing this valve into a known good inspiration block assembly the system was powered on with wall oxygen applied and once the system was booted up the reported 379 alarm was induced and duplicated. The valve was disassembled and a thin piece of plastic flash material was found stuck between the rubber and metal housing of the plunger causing the internal plunger to stick. Most likely the plastic piece is from the inspiration block.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device was not returned for investigation but a vyaire field service representative (fsr) evaluated the device onsite and replaced the 02 (oxygen) proportional valve.all system checks were performed as well. The screen shots from the logs confirmed issue with the o2 dosing valve. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that a bellavista1000 us is having alarm 379 - no o2 dosing possible while checking the unit after the software update. It also looks like that the o2 valve is leaking. Furthermore, there was no patient associated with the event.